Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window and broken battery tube threads.

Event description:
Customer called reporting a piece of her insulin pump is missing. Customer's blood glucose is 81 mg/dl. She said that the place where the reservoir locks into is broken. The reservoir compartment rim is missing. Customer said she noticed it over the weekend, when she felt the device scratching her while it was attached to her belt. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.